Event description:
It is reported that a patient had a resolute integrity drug eluting stent implanted in a saphenous vein graft (ostial lad) in (B)(6) 2013. The lesion was moderately calcified and had little tortuosity. During the initial implantation procedure, the device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed on the device with no issues noted. The patient returned to the hospital in (B)(6) 2015 suffering with non-stemi chest pain. A diagnostic catheterization was carried out, which revealed that the previously implanted resolute integrity stent had fractured, causing restenosis of 99% to occur. The physician successfully deployed a non-medtronic stent inside the previously implanted resolute integrity. The patient was taking plavix at the time of the event. No further clinical sequelae were reported.

Manufacturer narrative:
Image review: review of the procedural images confirmed stretching of the stent segment. There was no evidence of a stent fracture. Restricted blood flow is evident through the previously deployed stent. The blood flow is improved following multiple balloon inflations within the stent. The account reported that a competitor stent was deployed inside the resolute integrity stent however this was not clearly visible from the images.

Manufacturer narrative:
Evaluation results: (root cause undetermined - investigation in progress). No results available since no evaluation performed (device not returned for analysis). Evaluation conclusions: unable to confirm complaint (device not returned for analysis). (Root cause undetermined - investigation in progress). (B)(4).